Event description:
It was reported that a small volume intermate had a white floating particle. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via the naked eye; a white particle was noted approximately 1.56mm in length in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed; the particulate matter was identified as acrylic material. The cause of the issue could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.